Event description:
Complainant alleged that while attempting to defibrillate a female pt, the device issued a "shock advised" prompt for a heart rhythm clinicians believe was non-shockable. The clinician subsequently administered the shock to the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.